Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had pain at the pocket site after weight loss. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The allegation the patient was experiencing pain at the ipg site was not confirmed. This issue cannot be confirmed with product testing alone. Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue. Normal pairing and bluetooth (ble) communication was observed. It was running the therapy application and functional. Bench testing did not reveal any stimulation anomalies when monitored on the oscilloscope. There was no complaint against the performance of the ipg. The patient reported losing a significant amount of weight which likely contributed to the issue, however this could not be definitively determined.